Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mk2391, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic surgical procedure on (B)(6) 2019 and suture as used. During the procedure, the needle broke when sewing. The broken needle was retrieved immediately. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.